Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had short vv sensing that the physician did not know if it was noise or oversensing. The rv lead remains in use with no intervention taken. The physician will follow up on this at the next patient visit. The patient was a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.